Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: the tech put the cartridge back together & so we didn¿t know which one it was¿that¿s why we sent in all 3. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lap gastric sleeve with surgeon, after 2nd firing, upon removing reload, tech showed that the metal tray detached from the plastic cartridge. Tech was using unusual method to remove reload, where he braced another reload on top of the cartridge to remove it. Unclear if this caused some twisting, staple lines looked acceptable with b formed staples. There was no patient consequences reported. There was no surgical delay.

Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch #779c38. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b (c) reload was received fully fired, with the pan partially detached from the right side of the reload. No functional test was performed due to the condition of the reload. The pan was removed and no missing drivers were noted. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 779c38, and no non-conformances were identified.